Manufacturer narrative:
The device is not available for investigation; however, a picture was provided by the customer. Investigation is pending. D4: only di provided as lot number is unknown.

Event description:
The event involved a plum set where it was reported there was no lot number and expiration date on primary package. The product was replaced. Since there was no lot number and expiration date, there was no way to know if the product was within the expiration date, and it was not possible to follow up should any abnormality occur. The event was noted before patient usage. There was no patient involvement and no patient harm.

Manufacturer narrative:
A picture was returned showing the back labeling of a primary plum set where the location of the lot number and expiration date is being covered by a piece of paper. The complaint of missing lot number and expiration date cannot be confirmed based on the returned image. Although a lot number is not visible in the returned picture, the location where the lot number can normally be found was covered by a sheet of paper. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot history review could not be conducted because no lot number(s) was/were identified.